Event description:
It was reported that patient's lead had migrated. This was confirmed via paresthesia testing. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
A patient's lead had migrated was reported to abbott. This was confirmed via paresthesia testing. As a result, the patient's lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.